Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of cerebrovascular accident as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported cerebrovascular accident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the stroke. It was reported the mitraclip procedure was performed on (B)(6) 2021. One clip was successfully implanted to treat functional mitral regurgitation (mr), reducing mr from 4 to 1-2. The following day, the patient suffered a stroke. The patient is recovering. No additional information provided.